Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that during the arcr surgery that was performed on (B)(6) 2019. The vapr premiere 90 electrode could not suck at the beginning of the operation. The surgery was completed by using alternative device (p/n and lot# were unknown). It was brand new and the first use when the issue occurred. There was no information of surgical delay and no harm to the patient. No further information was provided by the hospital.